Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the common bile duct during a cholangioscopy procedure performed on (B)(6) 2022. During the procedure, the visualization of the spyscope ds ii was lost approximately half an hour when lithotripsy was performed. The catheter was disconnected and reconnected to the controller and still the same problem occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.